Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the ipg was uncomfortable to the patient and the patient had difficulty charging it. No device malfunction was suspected. The patient underwent an explant procedure.